Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. The physical resistance and difficulty removing the device could not be replicated in a testing environment as they were based on operational circumstances. Additionally, the kink in the tip could not be confirmed as the separated portion remained inside the body. Based on visual analysis and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. However, a review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in a heavily calcified and heavily tortuous lesion. The wiggle guide wire was advanced, with some resistance felt, over the lesion distally. Although the physician did not realize, the guide wire had become stuck and kinked in the small distal vessel. At the closure of the procedure, resistance was felt during retraction of the guide wire from the vessel, which resulted in the guide wire fracturing at the weld spot, leaving approximately 2 centimeters of the tip in the artery. The patient had no ill effects or change in vital signs, and denied any chest pain or shortness of breath due to the guide wire remaining in the vessel. No attempts were made to retrieve the separated guide wire tip and the patient was discharged in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.